Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 38 indicating a motor stall that persisted after multiple restarts, and a replacement device was shipped with instructions to shut down the original device and return it. Symptoms included no reported adverse clinical effects and blood glucose reportedly unaffected. Outcomes included no medical intervention, no hospitalization, and continued cgm use via the dexcom app or receiver. Investigation included remote troubleshooting, user education on shutdown and data sync, and attempts to retrieve the device for evaluation. Investigation of this case revealed a suspected pump motor malfunction consistent with a motor stall, but no device analysis was performed because the original unit was not returned. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.